Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was consistently jammed. A field service engineer found no issues while testing and troubleshooting the system. The field service engineer then shut down the main station, cleaned, and treated the micro switches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a remote manager always jammed, unable to open. The customer reported that issue occurred when dispensing medications to the station. There were no adverse events or injuries reported based on this event.